Event description:
It was reported patient underwent right total hip arthroplasty. The patient underwent a revision procedure five years later due to due to in-vivo corrosion, synovitis, elevated metal ion levels, implant fracture,tissue damage, and bone loss. The liner rim had fractured leaving a small section that was removed during the revision. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem with kinectiv technology (00771301200), kinectiv modular neck (00784800300), trilogy acetabular liner (00631005032). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. An additional MDR reports was filed for this event, please see associated report: 0001822565 - 2020 - 00958.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper for the head. The device was sent for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Medical records identified the following: patient underwent an initial right due to bone on bone contact; there were no complications noted. Patient underwent a revision surgery due to in-vivo corrosion, synovitis, elevated metal ion levels, implant fracture, tissue damage, and bone loss. Blood tests taken identified cobalt levels at 3.9ug/l and 4.1ug/l respectively and chromium levels at 2.0ug/l and 2.0ug/l respectively. Operative notes identified corrosion at the femoral stem trunnion and modular neck junction with corrosion byproducts. There was black staining of the trunnion. Synovitis and necrosis noted at right hip capsule. Necrosis and synovitis was likely from the cobalt from these corrosion areas. Paprosky femoral bone loss classification type 2. Considerable more time (50 minutes) due to adhesions, scar tissue, and identifying anatomical structures. Large effusion. Fluid was clear. Tissue sent to pathology. No acute inflammation. No signs of infection. There was a fracture of the plastic rim and a piece of the plastic was found and removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item #: unknown unknown m/l taper stem with kinectiv technology lot #: unknown; item #: unknown unknown liner lot #: unknown; item #: unknown unknown cup lot #: unknown; item #: unknown unknown kinectiv neck lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00710 stem, 0001822565 - 2020 - 00766 neck.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. The patient underwent a revision procedure five years later due to unknown reasons. Attempts were made to obtain additional information; however, none was available.